Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an alert when changing the cartridge. During troubleshooting with tandem technical support, it was confirmed that the customer received an incomplete bolus alert. Tandem technical support educated the customer on the meaning of the alert and customer acknowledged. The customer's blood glucose level was reported in the low 200s mg/dl and had taken a bolus with the pump.